Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced signal loss between the dexcom g7 continuous glucose monitor (cgm) and the ilet while cgm data continued to display in the dexcom app, and the issue was resolved after bluetooth was cycled, the cgm type was toggled, and the pairing code was reentered. No adverse clinical symptoms reported. Outcomes included restoration of cgm-to-pump communication and normal function without medical intervention or hospitalization. User support included customer support troubleshooting and user education focused on connectivity, bluetooth settings, and device pairing. Investigation of this case revealed a communication disruption limited to the ilet interface with the cgm, with no malfunction identified, and successful reconnection following standard pairing and settings steps consistent with a transient connectivity issue. It was concluded, based on previously established findings for similar reports, that the cause was user-system interaction and environmental or connection factors.